Manufacturer narrative:
The involved product is not available for return and evaluation. An investigation has been initiated based on the reported info. See scanned pages.

Event description:
It has been reported that a diabetic pt arrived in 2007 for pointed endocarditis with implementation of catheters of dialysis in way left jugular vein, in way right radial road and in right femoral. Biopatch was used on each implementation site. A weak confined reaction to biopatch at the level of the point of draining of the femoral catheter of dialysis was reported seven days later, with extension of the hurt the next day. Observation of signs of cutaneous suffering with "post-inflammatory" unsticking and greenish aspect. No local signs at the level of the other implementation sites. Femoral catheter was removed the same day - culture was negative. Additional info has been requested of the affiliate.